Event description:
It was reported that an ilet user experienced hyperglycemia with a peak blood glucose of 367 mg/dl late at night, which returned to range in the early morning; the user had eaten when glucose was 262 mg/dl and reported reusing and refilling the same cartridge despite counseling not to reuse supplies due to potential impact on insulin delivery. Symptoms included hyperglycemia. Outcomes included no hospitalization or alarms. Investigation included troubleshooting with the user, education on proper use and single-use supplies, confirmation of no leaks or infusion set issues reported by the user, and a goodwill shipment of replacement supplies. Investigation of this case revealed no device alarms and no confirmed hardware malfunction, with user practice of reusing a cartridge identified as a potential contributor to variable insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of device failure and potential user-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.